Event description:
Event description boston scientific received information that the family of the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported that the device was beeping. The device was subsequently explanted and returned to boston scientific crm for analysis.